Event description:
It is reported that the patient is complaining of pain.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: insufficient information provided for review by a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It is reported that the patient is complaining of pain.

Manufacturer narrative:
The other devices listed in this report: cat. No.: 502-11-58f; trident hemispherical cluster hole shell; lot code: 30291901. Cat. No.: 6020-5537; accolade 132 size 5.5; lot code: 25846601. Cat. No.: 6260-9-340; v40 cocr lfit head 40mm/+8; lot code: 8pemkd. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.